Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube / perforation (fallopian tube (s))"), uterine perforation ("perforation (uterus)/migration of essure device- location of device: uterus"), device expulsion ("perforation (uterus)/migration of essure device- location of device: uterus"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 35-year-old female patient who had essure (batch no. 826185) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2007), menstrual irregularity, menarche, bowel perforation, depression, anxiety, asthma, cholecystectomy, laparoscopy, bowel perforation, miscarriage and surgery. Previously administered products included for an unreported indication: percocet on (B)(6) 2007 and amoxicillin on (B)(6) 2007. Past adverse reactions to the above products included vomiting with amoxicillin and percocet. Concurrent conditions included obesity and uterus enlarged. Concomitant products included anesthetics, general (general anesthesia), cyclobenzaprine hydrochloride (flexeril), diazepam (valium) and vicodin (lortab). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 3 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("abnormal bleeding(menorrhagia)") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (underwent laparoscopic hysterectomy), surgery (underwent laparoscopic hysterectomy), surgery (underwent laparoscopic hysterectomy), surgery (robotic assisted total laparoscopic hysterectomy) and surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia and complication of device removal outcome was unknown. The reporter considered complication of device removal, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. On the left side, there were seven coils noted to be out at the end. And on the right side, there was noted to be five coils out at the end. Pelvic pain was resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion cat scan demonstrated uterine perforation with essure. Pathology report- gross description:received in formalin labeled 'uterus' is a uterus measuring 7.1 x 4.5 x 3.4 cm and weighing 85 grams. The serosa is purple-tan with two subserosal leiomyomas measuring 0.2 and 0.3 cm in greatest dimension,which are submitted in cassette a. The ectocervix measures 3.0 x 2.7 cm. The ecto and endocervical mucosa are smooth, light tan. Sections from the anterior cervix are submitted in cassettes b-c. Sections from the posterior cervix are submitted in cassettes d-e. The endometrial cavity measures 4.1 x 2.5 x 0.1 ern and has flat, red-tan endometrium measuring 0.1 cm in maximum thickness. The light tan myometrium measures 1.5 cm in maximum thickness. A uterine perforation is not present. There are two gray metal essure spring devices extending into the myometrium measuring 0.1cm in length x 0.2 cm in diameter and 1.4 ern in length x 0.2 am in diameter. There is a 0.7 cm in greatest dimension tan nodule. There is a 0.3 cm in greatest dimension intramural leiomyoma. Sections from the anterior uterine wall are submitted in cassettes f-h with cassette h showing a section from the nodule. Sections from the posterior uterine wall are submitted in cassettes I-k with cassette k showing a section from the intramural leiomyoma. Diagnosis: uterus, hysterectomy: cervix with no pathologic change, proliferative endometrium, subserosal and intramural leiomyomata, small, right cornu perforation of essure - per operative report. Current weight 190 lbs. Approximate weight at the time of essure placement 200 lbs. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, severe pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs was received. FDA codes are updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube / perforation (fallopian tube (s))"), uterine perforation ("perforation (uterus)/migration of essure device- location of device: uterus"), device expulsion ("perforation (uterus)/migration of essure device- location of device: uterus"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 35-year-old female patient who had essure (batch no. 826185(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2007), menstrual irregularity, menarche, bowel perforation, depression, anxiety, asthma, cholecystectomy, laparoscopy, bowel perforation, miscarriage and surgery. Previously administered products included for an unreported indication: amoxicillin on (B)(6) 2007 and percocet on (B)(6) 2007. Past adverse reactions to the above products included vomiting with amoxicillin and percocet. Concurrent conditions included obesity and uterus enlarged. Concomitant products included anesthetics, general (general anesthesia), cyclobenzaprine hydrochloride (flexeril), diazepam (valium) and vicodin (lortab). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 3 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), menorrhagia ("abnormal bleeding(menorrhagia)") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (underwent laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia and complication of device removal outcome was unknown. The reporter considered complication of device removal, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. On the left side, there were seven coils noted to be out at the end. And on the right side, there was noted to be five coils out at the end. Pelvic pain was resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Cat scan demonstrated uterine perforation with essure. Pathology report- gross description:received in formalin labeled 'uterus' is a uterus measuring 7.1 x 4.5 x 3.4 cm and weighing 85 grams. The serosa is purple-tan with two subserosal leiomyomas measuring 0.2 and 0.3 cm in greatest dimension,which are submitted in cassette a. The ectocervix measures 3.0 x 2.7 cm. The ecto and endocervical mucosa are smooth, light tan. Sections from the anterior cervix are submitted in cassettes b-c. Sections from the posterior cervix are submitted in cassettes d-e. The endometrial cavity measures 4.1 x 2.5 x 0.1 ern and has flat, red-tan endometrium measuring 0.1 cm in maximum thickness. The light tan myometrium measures 1.5 cm in maximum thickness. A uterine perforation is not present. There are two gray metal essure spring devices extending into the myometrium measuring 0.1cm in length x 0.2 cm in diameter and 1.4 ern in length x 0.2 am in diameter. There is a 0.7 cm in greatest dimension tan nodule. There is a 0.3 cm in greatest dimension intramural leiomyoma. Sections from the anterior uterine wall are submitted in cassettes f-h with cassette h showing a section from the nodule. Sections from the posterior uterine wall are submitted in cassettes I-k with cassette k showing a section from the intramural leiomyoma. Diagnosis: uterus, hysterectomy: cervix with no pathologic change, proliferative endometrium, subserosal and intramural leiomyomata, small, right cornu perforation of essure - per operative report. Current weight 190 lbs. Approximate weight at the time of essure placement 200 lbs . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, severe pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 6-aug-2018: update of information (batch is not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube / perforation (fallopian tube (s))'), uterine perforation ('perforation (uterus)/migration of essure device- location of device: uterus'), device expulsion ('perforation (uterus)/migration of essure device- location of device: uterus'), dysmenorrhoea ('dysmenorrhea (cramping)') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 35-year-old female patient who had essure (batch no. 826185 (not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did undergo an essure confirmation test: no". The patient's medical history included multigravida, parity 3 (B)(6) 2001, (B)(6) 2007 and (B)(6) 2007, menstrual irregularity, menarche, bowel perforation, depression, anxiety, asthma, cholecystectomy, laparoscopy, bowel perforation, miscarriage and surgery. Previously administered products included for an unreported indication: percocet, amoxicillin and ortho tri-cyclen. Past adverse reactions to the above products included vomiting with amoxicillin and percocet. Concurrent conditions included obesity and uterus enlarged. Concomitant products included anesthetics, general, diazepam (valium) and hydrocodone bitartrate; paracetamol (lortab). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 5 months after insertion of essure. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain pelvic pain/ pelvic pain no more pain (almost immediately after removal / pain"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems-condition: depression/psych injury") and anxiety ("psychological or psychiatric problems-condition: mental anguish"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), abdominal pain lower ("severe lower abdominal pain constant"), the first episode of complication of device removal ("complications from essure removal procedure"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and the second episode of complication of device removal ("post removal complication - yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - laparoscopic and robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, menorrhagia, abdominal pain and genital haemorrhage had resolved and the device expulsion, menstrual disorder, vaginal haemorrhage, depression, anxiety, back pain and the last episode of complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. On the left side, there were seven coils noted to be out at the end. And on the right side, there was noted to be five coils out at the end. Pelvic pain was resolve following essure removal. Current weight 190 lbs. Approximate weight at the time of essure placement 200 lbs. Patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, bleeding, gen. Abnormal bleeding, menorrhagia, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Computerised tomogram - on an unknown date: pathology report- gross description: received in formalin labeled 'uterus' is a uterus measuring 7.1 x 4.5 x 3.4 cm and weighing 85 grams. The serosa is purple-tan with two subserosal leiomyomas measuring 0.2 and 0.3 cm in greatest dimension,which are submitted in cassette a. The ectocervix measures 3.0 x 2.7 cm. The ecto and endocervical mucosa are smooth, light tan. Sections from the anterior cervix are submitted in cassettes b-c. Sections from the posterior cervix are submitted in cassettes d-e. The endometrial cavity measures 4.1 x 2.5 x 0.1 ern and has flat, red-tan endometrium measuring 0.1 cm in maximum thickness. The light tan myometrium measures 1.5 cm in maximum thickness. A uterine perforation is not present. There are two gray metal essure spring devices extending into the myometrium measuring 0.1cm in length x 0.2 cm in diameter and 1.4 ern in length x 0.2 am in diameter. There is a 0.7 cm in greatest dimension tan nodule. There is a 0.3 cm in greatest dimension intramural leiomyoma. Sections from the anterior uterine wall are submitted in cassettes f-h with cassette h showing a section from the nodule. Sections from the posterior uterine wall are submitted in cassettes I-k with cassette k showing a section from the intramural leiomyoma. Diagnosis: uterus, hysterectomy: cervix with no pathologic change, proliferative endometrium, subserosal and intramural leiomyomata, small, right cornu perforation of essure - per operative report. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, severe pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: gen. Abnormal bleeding, post procedural complication. Event outcome were added and reporter information were updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube / perforation (fallopian tube (s))'), uterine perforation ('perforation (uterus)/migration of essure device- location of device: uterus'), device expulsion ('perforation (uterus)/migration of essure device- location of device: uterus'), dysmenorrhoea ('dysmenorrhea (cramping)') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 35-year-old female patient who had essure (batch no. 826185-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (B)(6) 2001, (B)(6) 2007 and (B)(6) 2007), menstrual irregularity, menarche, bowel perforation, depression, anxiety, asthma, cholecystectomy, laparoscopy, bowel perforation, miscarriage and surgery. Previously administered products included for an unreported indication: percocet, amoxicillin and ortho tri-cyclen. Past adverse reactions to the above products included vomiting with amoxicillin and percocet. Concurrent conditions included obesity and uterus enlarged. Concomitant products included anesthetics, general, diazepam (valium) and hydrocodone bitartrate;paracetamol (lortab). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 5 months after insertion of essure. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain pelvic pain/ pelvic pain no more pain (almost immediately after removal / pain"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems-condition: depression/psych injury") and anxiety ("psychological or psychiatric problems-condition: mental anguish"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), abdominal pain lower ("severe lower abdominal pain constant"), the first episode of complication of device removal ("complications from essure removal procedure"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and the second episode of complication of device removal ("post removal complication - yes"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and genital haemorrhage had resolved and the device expulsion, menstrual disorder, depression, anxiety, back pain and the last episode of complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. On the left side, there were seven coils noted to be out at the end. And on the right side, there was noted to be five coils out at the end. Pelvic pain was resolve following essure removal. Current weight 190 lbs. Approximate weight at the time of essure placement 200 lbs. Patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea , bleeding, gen. Abnormal bleeding, menorrhagia, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Computerised tomogram - on an unknown date: pathology report- gross description:received in formalin labeled 'uterus' is a uterus measuring 7.1 x 4.5 x 3.4 cm and weighing 85 grams. The serosa is purple-tan with two subserosal leiomyomas measuring 0.2 and 0.3 cm in greatest dimension,which are submitted in cassette a. The ectocervix measures 3.0 x 2.7 cm. The ecto and endocervical mucosa are smooth, light tan. Sections from the anterior cervix are submitted in cassettes b-c. Sections from the posterior cervix are submitted in cassettes d-e. The endometrial cavity measures 4.1 x 2.5 x 0.1 ern and has flat, red-tan endometrium measuring 0.1 cm in maximum thickness. The light tan myometrium measures 1.5 cm in maximum thickness. A uterine perforation is not present. There are two gray metal essure spring devices extending into the myometrium measuring 0.1cm in length x 0.2 cm in diameter and 1.4 ern in length x 0.2 am in diameter. There is a 0.7 cm in greatest dimension tan nodule. There is a 0.3 cm in greatest dimension intramural leiomyoma. Sections from the anterior uterine wall are submitted in cassettes f-h with cassette h showing a section from the nodule. Sections from the posterior uterine wall are submitted in cassettes I-k with cassette k showing a section from the intramural leiomyoma. Diagnosis: uterus, hysterectomy: cervix with no pathologic change, proliferative endometrium, subserosal and intramural leiomyomata, small, right cornu perforation of essure - per operative report.. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, severe pelvic pain, dyspareunia, dysmenorrhea lot number 826185 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Event of "did undergo an essure confirmation test: no" deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube / perforation (fallopian tube (s))"), uterine perforation ("perforation (uterus)/migration of essure device- location of device: uterus"), device expulsion ("perforation (uterus)/migration of essure device- location of device: uterus"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 35-year-old female patient who had essure (batch no. 826185(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did undergo an essure confirmation test: no". The patient's past medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2007), menstrual irregularity, menarche, bowel perforation, depression, anxiety, asthma, cholecystectomy, laparoscopy, bowel perforation, miscarriage and surgery. Previously administered products included for an unreported indication: amoxicillin on (B)(6) 2007 and percocet on (B)(6) 2007. Past adverse reactions to the above products included vomiting with amoxicillin and percocet. Concurrent conditions included obesity and uterus enlarged. Concomitant products included anesthetics, general (general anesthesia), cyclobenzaprine hydrochloride (flexeril), diazepam (valium) and vicodin (lortab). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, 3 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), complication of device removal ("complications from essure removal procedure"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - laparoscopic), surgery (total hysterectomy (uterus and cervix removed) - laparoscopic), surgery (total hysterectomy (uterus and cervix removed) - laparoscopic), surgery (robotic assisted total laparoscopic hysterectomy) and surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, complication of device removal, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. On the left side, there were seven coils noted to be out at the end. And on the right side, there was noted to be five coils out at the end. Pelvic pain was resolve following essure removal . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion cat scan demonstrated uterine perforation with essure. Pathology report- gross description:received in formalin labeled 'uterus' is a uterus measuring 7.1 x 4.5 x 3.4 cm and weighing 85 grams. The serosa is purple-tan with two subserosal leiomyomas measuring 0.2 and 0.3 cm in greatest dimension,which are submitted in cassette a. The ectocervix measures 3.0 x 2.7 cm. The ecto and endocervical mucosa are smooth, light tan. Sections from the anterior cervix are submitted in cassettes b-c. Sections from the posterior cervix are submitted in cassettes d-e. The endometrial cavity measures 4.1 x 2.5 x 0.1 ern and has flat, red-tan endometrium measuring 0.1 cm in maximum thickness. The light tan myometrium measures 1.5 cm in maximum thickness. A uterine perforation is not present. There are two gray metal essure spring devices extending into the myometrium measuring 0.1cm in length x 0.2 cm in diameter and 1.4 ern in length x 0.2 am in diameter. There is a 0.7 cm in greatest dimension tan nodule. There is a 0.3 cm in greatest dimension intramural leiomyoma. Sections from the anterior uterine wall are submitted in cassettes f-h with cassette h showing a section from the nodule. Sections from the posterior uterine wall are submitted in cassettes I-k with cassette k showing a section from the intramural leiomyoma. Diagnosis: uterus, hysterectomy: cervix with no pathologic change, proliferative endometrium, subserosal and intramural leiomyomata, small, right cornu perforation of essure - per operative report. Current weight 190 lbs. Approximate weight at the time of essure placement 200 lbs . Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, severe pelvic pain, dyspareunia, dysmenorrhea most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Events depression, mental anguish, abdominal pain, lower back pain and did undergo an essure confirmation test: no added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube / perforation (fallopian tube (s))"), uterine perforation ("perforation (uterus)/migration of essure device- location of device: uterus"), device expulsion ("perforation (uterus)/migration of essure device- location of device: uterus"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. 826185) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2007), menstrual irregularity, menarche, bowel perforation, depression, anxiety, asthma, cholecystectomy, laparoscopy, bowel perforation, miscarriage and surgery. Previously administered products included for an unreported indication: percocet and amoxicillin. Past adverse reactions to the above products included vomiting with amoxicillin and percocet. Concurrent conditions included obesity and uterus enlarged. Concomitant products included cyclobenzaprine hydrochloride (flexeril), diazepam (valium) and vicodin (lortab). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, uterine perforation, device expulsion, dysmenorrhoea and dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 3 years 5 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues"), menorrhagia ("abnormal bleeding(menorrhagia)") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (underwent laparoscopic hysterectomy), surgery (underwent laparoscopic hysterectomy), surgery (underwent laparoscopic hysterectomy), surgery (robotic assisted total laparoscopic hysterectomy), surgery (robotic assisted total laparoscopic hysterectomy) and surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, dysmenorrhoea, dyspareunia, uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia and complication of device removal outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered complication of device removal, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. On the left side, there were seven coils noted to be out at the end. And on the right side, there was noted to be five coils out at the end. Pelvic pain was resolve following essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion cat scan demonstrated uterine perforation with essure. Pathology report- gross description:received in formalin labeled 'uterus' is a uterus measuring 7.1 x 4.5 x 3.4 cm and weighing 85 grams. The serosa is purple-tan with two subserosal leiomyomas measuring 0.2 and 0.3 cm in greatest dimension,which are submitted in cassette a. The ectocervix measures 3.0 x 2.7 cm. The ecto and endocervical mucosa are smooth, light tan. Sections from the anterior cervix are submitted in cassettes b-c. Sections from the posterior cervix are submitted in cassettes d-e. The endometrial cavity measures 4.1 x 2.5 x 0.1 ern and has flat, red-tan endometrium measuring 0.1 cm in maximum thickness. The light tan myometrium measures 1.5 cm in maximum thickness. A uterine perforation is not present. There are two gray metal essure spring devices extending into the myometrium measuring 0.1cm in length x 0.2 cm in diameter and 1.4 ern in length x 0.2 am in diameter. There is a 0.7 cm in greatest dimension tan nodule. There is a 0.3 cm in greatest dimension intramural leiomyoma. Sections from the anterior uterine wall are submitted in cassettes f-h with cassette h showing a section from the nodule. Sections from the posterior uterine wall are submitted in cassettes I-k with cassette k showing a section from the intramural leiomyoma. Diagnosis: uterus, hysterectomy: cervix with no pathologic change, proliferative endometrium, subserosal and intramural leiomyomata, small, right cornu perforation of essure - per operative report. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, severe pelvic pain, dyspareunia, dysmenorrhea and described uterine haemorrhage. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical record was received. Events added from pfs- vaginal bleeding, menorrhagia), perforation (fallopian tubes), perforation (uterus)/migration of essure device- location of device: uterus, pain pelvic pain/ pelvic pain no more pain (almost immediately after removal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), severe lower abdominal pain constant and complications from your essure removal procedure.concomitant disease,historical condition, lot number, lab test. Were added. Event robotic abnormal uterine bleeding was added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube / perforation (fallopian tube (s))'), uterine perforation ('perforation (uterus)/migration of essure device- location of device: uterus'), device expulsion ('perforation (uterus)/migration of essure device- location of device: uterus'), dysmenorrhoea ('dysmenorrhea (cramping)') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 35-year-old female patient who had essure (batch no. 826185 (not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did undergo an essure confirmation test: no". The patient's medical history included multigravida, parity 3 ((B)(6) 2001, (B)(6) 2007 and (B)(6) 2007), menstrual irregularity, menarche, bowel perforation, depression, anxiety, asthma, cholecystectomy, laparoscopy, bowel perforation, miscarriage and surgery. Previously administered products included for an unreported indication: percocet, amoxicillin and ortho tri-cyclen. Past adverse reactions to the above products included vomiting with amoxicillin and percocet. Concurrent conditions included obesity and uterus enlarged. Concomitant products included anesthetics, general, diazepam (valium) and hydrocodone bitartrate; paracetamol (lortab). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 3 years 5 months after insertion of essure. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain / pain pelvic pain/ pelvic pain no more pain (almost immediately after removal / pain"). In (B)(6) 2008, the patient experienced depression ("psychological or psychaitric problems-condition: depression/psych injury") and anxiety ("psychological or psychaitric problems-condition: mental anguish"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), abdominal pain lower ("severe lower abdominal pain constant"), the first episode of complication of device removal ("complications from essure removal procedure"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), genital haemorrhage ("gen. Abnormal bleeding") and the second episode of complication of device removal ("post removal complication - yes"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and genital haemorrhage had resolved and the device expulsion, menstrual disorder, depression, anxiety, back pain and the last episode of complication of device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. On the left side, there were seven coils noted to be out at the end. And on the right side, there was noted to be five coils out at the end. Pelvic pain was resolve following essure removal. Current weight 190 lbs. Approximate weight at the time of essure placement 200 lbs patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea , bleeding, gen. Abnormal bleeding, menorrhagia, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Computerised tomogram - on an unknown date: pathology report- gross description:received in formalin labeled 'uterus' is a uterus measuring 7.1 x 4.5 x 3.4 cm and weighing 85 grams. The serosa is purple-tan with two subserosal leiomyomas measuring 0.2 and 0.3 cm in greatest dimension,which are submitted in cassette a. The ectocervix measures 3.0 x 2.7 cm. The ecto and endocervical mucosa are smooth, light tan. Sections from the anterior cervix are submitted in cassettes b-c. Sections from the posterior cervix are submitted in cassettes d-e. The endometrial cavity measures 4.1 x 2.5 x 0.1 ern and has flat, red-tan endometrium measuring 0.1 cm in maximum thickness. The light tan myometrium measures 1.5 cm in maximum thickness. A uterine perforation is not present. There are two gray metal essure spring devices extending into the myometrium measuring 0.1cm in length x 0.2 cm in diameter and 1.4 ern in length x 0.2 am in diameter. There is a 0.7 cm in greatest dimension tan nodule. There is a 0.3 cm in greatest dimension intramural leiomyoma. Sections from the anterior uterine wall are submitted in cassettes f-h with cassette h showing a section from the nodule. Sections from the posterior uterine wall are submitted in cassettes I-k with cassette k showing a section from the intramural leiomyoma. Diagnosis: uterus, hysterectomy: cervix with no pathologic change, proliferative endometrium, subserosal and intramural leiomyomata, small, right cornu perforation of essure - per operative report. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain, severe pelvic pain, dyspareunia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added abnormal bleeding (vaginal) was updated to recovered/resolved. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (patient underwent total hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the fallopian tube perforation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.